Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (error c-34) was confirmed and reproduced. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the field evaluation, the fse confirmed a defective iesu. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi has received the iesu involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) generator displayed multiple error code c-34 since the start. The technical support engineer (tse) instructed the customer to shut down the generator, unplug all cables (mainly power cable) and plug it back after a minute. The customer confirmed that the error code was persistent even after full system cycle. The customer also confirmed that the power socket was also swapped but error fault persisted. It was noted the unit was connected to stand alone power. The procedure was completing as planned with no reported injury or harm.